Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had a "bum lead," and questioned the progress of the "class action lawsuit." Per the manufacturer's patient management database, the lead is still in use. No patient complications have been reported as a result of this event.